Manufacturer narrative:
Analysis of the computer 9735602 fusion com loaded EU-se (serial #: (B)(4)) found insufficient information, as it passed the work order. Analysis of the computer 9735602 fusion com loaded EU-se (serial #: (B)(4)) found physical damage to the computer components, as they were dented, nicked, scratched, and bent. The monitor was returned with the wrong back cover, as it had the serial number label of the replacement computer. The returned computer had visible damage on the bottom edge of the computer as well as on one side of the bezel. When connected to ac the computer would not power up. (Manufacturer serial number (B)(4)) product event summary #fusion compact damaged monitor. Other relevant device(s) are: product ID: 9735602, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had their fusion compact mounted to the wall and it fell off the wall during the case. There is visible damage on the perimeter of the monitor and the system powered off after hitting the floor. Case was continued using the rep's fusion compact. No impact to patient and less than an hour of delay reported.